Manufacturer narrative:
Device evaluation indicated that the leads passed visual/x-ray inspections and impedance measurement test.

Event description:
A report was received that the patient was experiencing a muscle spasm in the abdominal area. X-ray confirmed dislodgement of the lead completely. The patient underwent a revision wherein the procedure was aborted because the patient could not tolerate being on the table. The scs system was explanted.

Event description:
A report was received that the patient was experiencing a muscle spasm in the abdominal area. X-ray confirmed dislodgement of the lead completely. The patient underwent a revision wherein the procedure was aborted because the patient could not tolerate being on the table. The scs system was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(6), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.